Event description:
Customer reported that she was hospitalized due to lung infection and bronchitis and while being in the hospital; she experienced diabetic ketoacidosis. Customer stated that she was admitted into the emergency room and was hospitalized for 10 days. Customer was wearing the insulin pump when arriving to the hospital and was disconnected during her stay. Blood glucose was over 717 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.